Manufacturer narrative:
The investigation into the vf/vt/af/at (torsades) issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. Patient went into torsades multiple times and had to be shocked out of it. The reason for the torsades is unknown. The patient was attempted to be weaned off the impella and it was unsuccessful because the ejection fraction (ef) became worse. Patient is still on support and is stable.